Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber, burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found no evidence of sound abatement foam degradation or breakdown. The external investigation showed that there were no signs of contamination on the outside of the device.the device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The care orchestrator data showed that the patient had a compliance rating of 100% and used the heated tube temperature at setting 4 and used the heated tube humidity level at setting 3. The error log showed that there was one instance of an e-22 reboot error, and one instance of an e-53 continue error.the internal investigation showed that there were signs of mineral deposits in the blower box. It was also noted to be on the blower fan as well. The logs were reviewed by the manufacturer. There were 02 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.